Manufacturer narrative:
Update to h3: device evaluated by manufacturer changed to "yes". Investigation conclusion: functional testing with the ta2-005002 removal tool and the trial indicated the instrument to be fully functional and able to attach to trial. Reported failure was unable to be confirmed. Root cause: the removal tool was found to be fully functional and able to grab trials. It is possible grabbing tip may not have been fully extended and therefore not able to expand to grab trial, or final position of trial may not have been aligned with surgical area to allow removal tool to securely grab feature.

Event description:
During a surgery that took place on (B)(6) 2025, the surgeon was attempting to insert a trial into the patient using the reef ta inserter and upon malleting the trial into the disc space, it unexpectedly dislodged and moved into the dura. The surgeon was able to retrieve the trial using curettes and other instruments, but the ta removal tool was not effective as it could not securely grip the back of the trial. After the dural tear, the surgeon attempted to load another trial, however, the surgeon was able to detach it by hand, indicating a potential issue with the locking mechanism. This issue caused a one hour delay while the surgeon had to repair the dura. Customer confirms the surgeon followed the appropriate surgical technique for locking the trial on the inserter and that the patient is doing well after the surgery.

Manufacturer narrative:
H3: instrument has been returned, but outcome of the investigation is still pending. Review of labeling: intraoperative warnings: bending, disassembly, or fracture of implant and components. Dural leak requiring surgical repair.